Manufacturer narrative:
Additional codes added to section h6 evaluation code result h3: device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator emitted smoke from the breath delivery unit (bdu) and had a ¿component burnt smell¿. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue of burnt smell only. Sp found damaged power supply with visible defect and debris. The sp replaced the power supply and breath delivery (bd) power controller/distribution board. The ventilator passed all the tests and calibrations at the time of service. The bd power controller and power distribution boards were returned to medtronic for failure investigation. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. The bd power supply was returned to medtronic for failure investigation. Visual inspection of the bd power supply found a damaged capacitor (c41). With the above investigation, the reported event determined a plausibility of smoke and burnt smell likely caused due to damaged cap acitor (c41) of bd power supply. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator emitted smoke from the breath delivery unit (bdu) and had a ¿component burnt smell¿. The device was available for evaluation. The service personnel (sp) inspected the ventilator and replaced the power supply and breath delivery (bd) power controller/distribution board. The likely cause of the event was isolated in the field to the power supply and the bd power controller/distribution board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator emitted smoke from the breath delivery unit (bdu) and now has a ¿component burnt smell¿. The ventilator was not in use on a patient at the time of the reported event.